Event description:
The customer called and reported she was hospitalized with high blood glucose over 400 mg/dl. No significant events leading to hospitalization were recalled. Customer was wearing the insulin pump at the time she was hospitalized. Date of hospitalization was not recalled. Troubleshooting for high blood glucose was declined. At time of report, customer's last blood glucose was 349 mg/dl. It was stated that customer's last bolus was not in the insulin pump history so it was performed again. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with a cracked case at battery tube threads and minor scratches on the lcd window.